Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a strange noise suddenly came from the battery charger. The patient checked the charger and found smoke coming out of it. The patient unplugged the charger and visited the hospital for a replacement.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the strange noise coming from the battery charger could not be confirmed during testing. The reported event of smoke coming from the battery charger was not confirmed during testing; however, compromised components on the main printed circuit board (pcb) of the battery charger were observed which would have contributed to the reported event. The heartmate universal battery charger (ubc) (B)(6) was returned and evaluated at the service depot on 04oct2022. During the evaluation, returned ubc was visually inspected and heat damage was observed to internal components of the power supply pcb, confirming that the reported event occurred. The pcb was replaced with a new working pcb which resolved the issue. The ubc was then functionally tested and passed all tests without issue. The power supply pcb was forwarded to product performance engineering (ppe) for further evaluation. Ppe evaluation revealed that the pcb had electrically compromised components on the board and black markings on the board which are consistent with excessive heat coming from the electrically damaged components. The pcb was not placed in a test fixture so it would not damage other components/the fixture. The reported event was confirmed via the damage to the printed circuit board. The root cause of the reported event was determined to be from electrically compromised components; however, the root cause of how the components became electrically compromised could not be determined through this analysis. The device history records were reviewed, and the records revealed the heartmate universal battery charger (B)(6) was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Ubc-53353 was shipped from abbott on 17nov2021. Heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, cover all ubc faults and advisory messages. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The cause of the noise was not able to be determined.